Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the physician poured distilled water into the cuff of the foley catheter, it started leaking from the side. It was stated that they tried to injecting it again, but it still leaked. It was noted that no abnormalities were detected throughout the catheter. They cut the inlet tube and discard the bag.

Event description:
It was reported that when the physician poured distilled water into the cuff of the foley catheter, it started leaking from the side. It was stated that they tried to injecting it again, but it still leaked. It was noted that no abnormalities were detected throughout the catheter. They cut the inlet tube and discard the bag.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Five photos were received. The first one shows an overview of the catheter and syringe, the second photo zooms into the sample port and catheter cap. The third photo shows the inflation valve, the fourth photo shows the slip tip syringe and the fifth one zooms into the balloon and tip. It was also received 1 all-silicone foley catheter with sample port connector and syringe. Visual inspection of the sample noted no obvious visible observation. Attempted to inflate balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. Sample received product does not meet specifications, which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe.¿ the root cause identified is: core pins are supplied according to the drawing specifications. However, when replacing a core pin with a new one during funnel molding operation, it is necessary to readjust the length of the core pin, in order to prevent over-flow of silicone or damages into shaft. Additionally, bronze plates used for verification of core pins do not represent their actual design and makes difficult the verification of core pins. Also, instructions for removal of the molded piece are included in the manufacturing procedure, if this operation is not correctly performed the core pin will damage the inner wall of the lumen when retrieving the core pin incorrectly. The DHR review and the labelling review is not required . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.